Event description:
The consumer reported an accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, she accidentally put the reagent solution in her eyes as she thought the ampule was her eye dropper. The consumer reported having rinsed their eyes with water and did not report any irritation. Although requested, no additional patient information including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical services advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. Single use-device discarded.

Event description:
The consumer reported an accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, she accidentally put the reagent solution in her eyes as she thought the ampule was her eye dropper. The consumer reported having rinsed their eyes with water and did not report any irritation. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.